Event description:
This complaint was reported by (B)(6). The treating physician has reported this case as part of a market research. Pico was applied to a male patient with a skin graft at the lower leg. The wound became necrotic. It was reported that the skin graft under npwt does not show any clinical improvement. The treating physician just reported this case as an example for the limitation of the pico therapy.